Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the physician tried to insert the spring wire guide into the patient, but felt it was stiff and could not proceed with the procedure. A new kit was opened to finish the procedure. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the distal end of the body, and one bend towards the proximal end of the body. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 21mm from the distal tip. The bend in the guide wire was located 27mm from the proximal tip. The overall length of the guide wire measured 600 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.802 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked/bent in multiple locations. The returned guide wire met all relevant dimensional requirements and a device history record review based on a potential lot number from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician tried to insert the spring wire guide into the patient, but felt it was stiff and could not proceed with the procedure. A new kit was opened to finish the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4). Corrected data: section b.4.-date of this report corrected to 14-jun-2022.

Event description:
It was reported the physician tried to insert the spring wire guide into the patient, but felt it was stiff and could not proceed with the procedure. A new kit was opened to finish the procedure. No patient harm reported.